Event description:
Related manufacturer reference numbers: 2017865-2022-01853, related manufacturer reference numbers: 2017865-2022-01855. It was reported that the patient presented in emergency room (ER). Upon interrogation, it was suspected that the left ventricular (lv) lead, right ventricular (rv) lead and the atrial lead were dislodged. Fluoroscopy was performed and further confirmed the dislodgements. The lv lead, rv lead and the atrial lead were explanted and replaced. Patient condition was stable.

Manufacturer narrative:
A full complete lead was returned in one piece for analysis. After cleaning the helix, mechanism testing, visual inspection and measurements were normal with no anomalies found.